Event description:
The customer reported that the screen was too dark to see it. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor. The system is operating as intended.